Manufacturer narrative:
Mml reference # (B)(4).

Event description:
It was reported that the patient experienced pocket pain for the last two months due to the implantable pulse generator (ipg) being loose in the pocket. There was no allegation of a device malfunction. The attending physicians recommended a surgical procedure to reposition the ipg. The surgeon noted what looked like fatty necrosis during the procedure. The surgeon used the existing pocket for a new position and tightened soft tissue around using sutures to create a tighter and flatter fit of ipg. The procedure was successful, with no report of patient harm or injury.

Event description:
It was reported that the patient experienced pocket pain for the last two months due to the implantable pulse generator (ipg) being loose in the pocket. There was no allegation of a device malfunction. The attending physicians recommended a surgical procedure to reposition the ipg. The surgeon noted what looked like fatty necrosis during the procedure. The surgeon used the existing pocket for a new position and tightened soft tissue around using sutures to create a tighter and flatter fit of ipg. The procedure was successful, with no report of patient harm or injury.

Manufacturer narrative:
(B)(4). Updated section d6b. Removed the explanted date.the device remains implanted. It was only repositioned.